Event description:
The customer reports that the unit keeps shutting off. No patient involved.

Manufacturer narrative:
The unit has not been returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If information is provided in the future, a supplemental report will be issued.